Event description:
It was reported that device had a loss of data/time. The results of the investigation found that the cause of the issue was a depleted battery backed ram. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device had a depleted battery backed ram. The printed wire assembly (pwa) board was the cause of that issue. The pwa board was replaced to fix the issue.